Manufacturer narrative:
B1- adverse event - corrected : no ¿adverse event¿. H1 type of reportable event- corrected : no ¿serious injury¿. B5 executive summary - updated. F10/h6 clinical signs code - updated. H6 conclusion code - updated. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that in a clinical trial, the subject flow diverter was used to embolize a left internal carotid artery aneurysm successfully. During post op follow up the patient reported she had a potential drug reaction to one of the anti-platelet medications which caused left sided face and arm swelling that resolved after it was removed. The patient then reported head contractions that occurred 2-3 times after she looked up and black spots in her vision before she opened her eyes when she woke up in the morning. The reported events do not interfere with the patient's normal activity and routine. The patient has a known history of severe headaches and reports her pre op headaches are less severe and less frequent no other information is available. Additional information received on 22-oct-2021 confirmed that the visual disturbances experienced by the patient were not related to the subject flow diverter and are resolving. There was no clinical consequence to the patient reported as a result of this event.

Manufacturer narrative:
Device is implanted in patient.

Event description:
It was reported that in a clinical trial, the subject flow diverter was used to embolize a left internal carotid artery aneurysm successfully. During post op follow up the patient reported she had a potential drug reaction to one of the anti-platelet medications which caused left sided face and arm swelling that resolved after it was removed. The patient then reported head contractions that occurred 2-3 times after she looked up and black spots in her vision before she opened her eyes when she woke up in the morning. The reported events do not interfere with the patient's normal activity and routine. The patient has a known history of severe headaches and reports her pre op headaches are less severe and less frequent no other information is available.